Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failure to detect an open-door state which was reproduced. The link screws were found to be out of specifications, causing the reported symptom. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting an open door. There was no patient involvement. No additional information is available.